Event description:
It was reported that, in right hip, patient had depuy metal on metal femoral head, which was recalled. Revised to stryker. Has pain in right hip when walking and difficulty driving due to stiffness.

Manufacturer narrative:
The following other hip devices were also listed in this report: trident 0 degree insert 40mm, cat# 623-00-40f, lot# mjte7l; 6.5 cancellous bone screw 35mm, cat# 2030-6535-1, lot# mjrd4a; 6.5 cancellous bone screw 20mm, cat# 2030-6520-1, lot# mjm7kt; 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mjt2r2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.